Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump keypad was unresponsive. Customer¿s blood glucose level was unknown at the time of incident. Insulin pump had no delivery alarms. Customer stated that the insulin pump take longer time for rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms and rewind anomaly noted. Device passed self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert and missing segments or partial display noted. Device received with minor scratches on display window noted.